Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203, f2201. In response to FDA report number: mw5116724, mw5116725. Date of alcl diagnosis: (B)(6)2023 additional healthcare professional contact information: (B)(6). The events of seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphoma-alcl.

Event description:
Healthcare professional reported right side "alcl with 3 different lab diagnose confirmations", exchange from textured to smooth due to the patient's concern of the product, seroma, and capsular contracture baker grade I. Healthcare professional additionally reported "significant bruising and swelling over right shoulder after involved in a motor vehicle accident"; these events are not device related. Histopathological markers have been reported and specific for cd30 positive and alk negative. Device has been explanted.